Event description:
It was reported that 6 y ext w/vlv ports & 2 sld clp experienced flow issues. The following information was provided by the initial reporter: the reported problem was 'unable to prime with excessive pressure in line'.

Manufacturer narrative:
The following fields were updated due to additional information: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 20075232, d.4. Medical device expiration date: 7/3/2023, h.4. Device manufacture date: 7/3/2020. D.4. Medical device lot #: 20095131, d.4. Medical device expiration date: 9/10/2023, h.4. Device manufacture date: 9/10/2020. D.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 12/9/2020. H.6. Investigation: seven 20019e7d samples were received in open packaging for investigation; one sample was from lot 20075232 and six samples were from lot 20095131. Residual fluid was present in the lines. A visual inspection did not identify any product defects or manufacturing issues which could have contributed to the customer's experience. The samples were subjected to functional testing by connecting each smartsite to a retained 50ml bd plastipak syringe from stock and flushing with fluid; no flow restrictions or occlusion were identified during testing. A definitive root cause could not be identified as testing of the returned samples did not identify any product defects that could have contributed to the customer¿s experience. A review of the production records for lot 20075232 and 20095131 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although a definitive root cause could not be determined for the occlusion to the 20019e7d product, as a result of similar feedback the manufacturing site have raised a request for CAPA#1998036 in order to further investigate a potential root cause for occlusions of this nature.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 6 y ext w/vlv ports & 2 sld clp experienced flow issues. The following information was provided by the initial reporter: the reported problem was 'unable to prime with excessive pressure in line'.